Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 - expiration date. H11 corrected data: e1 initial reporter name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reviewing attached picture, the complaint description cannot be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: monument, manufacturing date: 18-jan-2017, expiration date: 01-jan-2027, part number: 04.037.231s, 12mm/125 deg ti cann tfna 400mm/left- sterile, lot number: h273062 (sterile), component parts reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55 , lot number: l229009, part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h089432, part number: 04.037.912.3, tfna lock drive, bp58, lot number: h238581, part number: 21127, timoagri16.00, bp80, lot number: h134274. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2019 due to a broken trochanteric fixation nail antirotation (tfna). All hardware was removed. It is unknown if fragments were generated. The original surgery occurred (B)(6) 2019 due to a fall resulting in an unstable displaced periprosthetic fracture. The revision surgery was completed successfully with no surgical delay reported. Patient status is unknown. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1), tfna femoral nail 12mm left l 400mm (part# 04.037.231s ; lot# h144914 ; quantity: 1), tfna screw perforated l 90mm (part# 04.038.190s ; lot# h273062 ; quantity: 1), locking screw stardrive 5.0mm l38mm (part# 04.005.528s ; lot# 1l31985; quantity: 1), locking screw stardrive 5.0mm l 38mm (part# 04.005.528s ; lot# l929635 ; quantity: 1), locking screw stardrive 5.0mm l 40mm (part#04.005.530s ; lot# 2l43586 ; quantity: 1). This is report 1 of 1 for (B)(4).